Manufacturer narrative:
Findings: the unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm or power error detected alarm noted during testing or in the formatted history file. Unexpected replace battery now alarm confirmed in the formatted history file triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector at, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage were within specifications range. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. Customer¿s blood glucose level was 9.8 mmol/l at the time of the incident. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump was returned for analysis.